Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user eported a high glucose event on (B)(6) 2025 at 7:40 am where user's sg was 384 mg/dl and bg was 74 mg/dl.after dms review, we confirmed the following information at the time of the event on (B)(6) 2025 at 8:40 am sg was 384 mg/dl and bg was confirmed at 9:01 am.after dms review, we confirmed that the user received a high glucose alert at 8:35 am est, when the sg was at 259 mg/dl.the user didn't seek medical treatment.the user's hcp is not aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a high glucose event on feb-27-2025 at 7:40 am where user's sg was 384 mg/dl and bg was 74 mg/dl. A review of the data management system (dms) data confirmed that on 27-feb-2025 at 8:40 am est user's sg was 384 mg/dl, and bg was 74 mg/dl. A review of the alert history revealed that the user received a rate rising alert at the reported time. The user did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data revealed depressed signals and reference channels since insertion on 21 feb 2025. B4.date of this report 26 june 2025. G3.date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.